Event description:
The customer reported, the module does not charge the device - no output. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the module does not charge the device - no output. There was no reported pt involvement. The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the module would not charge the device.